Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during successful stent implantation the bare wire inadvertently became compressed between the stent and the vessel wall resulting in the reported device damaged by another device. As reported, the filter element, bare wire and xpert stent were surgically removed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosed 5.0mm lesion in internal carotid artery with the emboshield nav 6 embolic protection system (eps). The bare wire and eps were advanced. The command 14 guide wire was re-inserted, and an 8x40mm xpert self expanding stent was implanted. However, the bare wire became unintentionally compressed between the stent and the vessel wall which prevented the filter element from being retrieved. Subsequently, the filter element, bare wire and xpert stent were surgically removed. There were no adverse patient sequela. No additional information was provided.